Event description:
Customer's spouse called to report low blood glucose. It stated that the door was opening easy and the reservoir was sticking out. Spouse believes that the low blood glucose was due to this condition. It was stated that the device had not been dropped, bumped, or exposed to moisture.